Event description:
It was reported by the customer that they received a package of bd ultra-fine¿ pen needles of length 8mm only to receive 6mm length. The following information was provided by the initial reporter: "pharmacy informs us that in the package with bd micro-fine ultra needles of length 8mm there are only pen needles of length 6mm.the exact name of the pen needles included is: bd ultra-fine pen needle 0.25x 6mm lot: 0063230 expiration date: 2025-02-28".

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Based on the manufacturing date of the lot involved it is not possible to confirm the cause as manufacturing related. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.